Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient said that for the last several days, at least 3-4 days, it felt like their stimulator was not working properly. They said that they had been having more back pain lately more than normal, and they messed with their controller last night and kept going up on the stimulation but it did nothing. They haven't had any falls or trauma recently. Patient said that group b and c were connected and gave them some relief, but they felt like the right side of the body didn't work and only felt the stimulation on their mid back and lower back. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were not feeling stimulation on their right side and the issue began ever since they got the implant. Patient could never feel any tingling on their right side after meeting with their representative for an adjustment. Patient could feel stimulation on their left side on group a. Patient mentioned on saturday they were not sitting straight up or was kind of half sideways in their recliner and they received a shock to their upper mid back and it lasted for about 2 to 3 seconds. Patient also had to have surgery on their right foot last week and had to turn their therapy off and turned it back on. The tingling was more constant in their left side. During the call patient switched to group b. Base was at 2.8 and prime was at 2.5. Patient adjusted base and prime but did not feel any stimulation on group b. Patient switched to group c. Base was at 3.8 and prime was at 3.0. Patient adjusted base and prime but did still not feel any stimulation on group c. Agent redirected patient to their hcp to address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.